Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The alternating current (ac) plug was confirmed to have a cover on the body connection side of the plug that had come off and was damaged. The manufacturer representative replaced the ac adapter plug.

Event description:
The customer returned the product for a defective alternating current (ac) adapter, and during inspection it was found that the ac adapter cover on the body connection side of the plug had come off and was damaged. After investigation the results indicated a reportable malfunction due to the damage on the ac adapter. The event occurred during unpacking at facility, and there was no patient involvement.